Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels; however, a specific bg level was not provided. Customer consumed glucose tablets to treat bg level. During troubleshooting with tandem technical support, customer indicated that the basal rate was reduced, but settings were mistakenly created under an inactive profile. Customer was able to correctly set basal settings on pump under the correct profile.